Event description:
It was reported that the target lesion was a concentric de novo lesion in the proximal left circumflex (lcx), with mild tortuosity, no calcification, and 99% stenosis. After pre-dilatation was performed with a non-abbott balloon, a 3.5 x 08 mm xience v was deployed in the lcx. After stent placement, plaque shift was noted in the left anterior descending artery (lad). Kissing balloon technique (kbt) was attempted to treat the plaque shift and the voyager nc 3.5 x 15 mm was advanced, but met resistance with the previously deployed stent struts, and it would not cross. A non-abbott balloon crossed and kbt was successfully completed to treat the plaque shift. No adverse patient sequelae were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to visual inspection. In addition, a quality control audit inspection is used to verify the product quality.